Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 390 (mg/dl). Customer delivered a correction bolus and changed supplies to treat bg levels. System check with tandem technical support indicated pump was performing as intended; however a low insulin alert was noted in the pump history. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
.